Manufacturer narrative:
Method: x-ray.

Manufacturer narrative:
This model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests for the operative report, additional information regarding the event and availability of the device for evaluation are currently being processed. No additional information is currently available.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of approximately 1 year 7 months (19.83 months) and replaced by a larger sized, same model device for unknown reasons. The explanted device was a size 23mm while the replacement device was a 27mm.

Manufacturer narrative:
(B)(4) - host tissue overgrowth / patient reaction. Evaluation summary: as received the valve exhibits moderate to heavy host tissue overgrowth at the tissue inflow. It encroached onto the tissue and into the orifice at the greatest point by approximately 4-5mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 2-3mm. Host tissue is minimal to moderate at the stent outflow. No inconsistencies detected in the x-ray as the wireform is intact. The returned device was examined visually and with a light microscope (asset # 58073103), digital microscope (asset# 61059838). The x-ray used met ID# ir007626, ruler ID# 110235. Additional manufacturer narrative: conclusion: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.